Event description:
The facility reported a pump with a broken door, found before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.